Event description:
When he attempted to remove gelfoam plus from a patient's index finger, "it bled like crazy" [wound haemorrhage]. Case description: this is a spontaneous report from a contactable consumer based on info received by pfizer from baxter (ref no. (B)(4)), license party for absorbable gelatin, thrombin (gelfoam plus). Reporter states when he attempted to remove gelfoam plus from a patient's index finger, "it bled like crazy". Reporter states patient is female, in her late 20's (years of age). He states the ER staff applied the gelfoam plus on (B)(6) 2014 when the patient came in because the tip of her index finger was amputated. They instructed the patient to go to urgent care to have the gelfoam plus removed. Reporter states he soaked the wound and after it began bleeding, he re-dressed it and told the patient to come back for a follow up on friday. Coc. No further info provided. Additional info has been requested and will be provided as it becomes available. Case comment: based on the limited info provided in this report, a possible contributory role of absorbable gelatin/thrombin (gelfoam plus kit) to the event, when he attempted to remove gelfoam plus from a patient's index finger, "it bled like crazy" (pt: wound haemorrhage) cannot be completely excluded due to temporal association. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethnics committees and investigators, as appropriate.